Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was implanted and after closing the pocket there were a few short pauses in rhythm. The pocket was re-opened and the device was interrogated and it was noticed that by applying pressure to the device noise was seen on both the atrial and ventricular channels causing the device to inhibit atrial and ventricular pacing. It appeared there may be a header issue. It was also indicated that during the case, the surface lead recorded what appeared as unipolar spikes that were captured and since the device was dedicated bipolar it was puzzling. The newly implanted device was removed and the problem was eliminated with the replacement device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. Ifinformation is provided in the future, a supplemental report will be issued.